Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in the cassette alarm during drain 2 of 5. The treatment was cancelled. The patient observed a fluid leak when removing the cassette from the cycler. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.

Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An interior inspection showed signs of dried fluid. The cause of the observed dried fluid could not be determined. The valve actuation test, the system air leak test, the voltage check and the mushroom head check passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.